Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable end of cord plug "came apart" fell apart at attachment site to generator. No parts fell into the patient, nor did any other issue occur. No procedural delay. Case was completed with another cord. No patient injury occurred.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.